Event description:
Patient presented to the physician with wound dehiscence, exposed ipg, and consistent drainage. Physician brought the patient into the or, flushed the pocket, created a bigger pocket, placed the ipg in a tyrx absorbable envelope pouch, and closed.